Event description:
It was reported that pericardial effusion occurred and procedure was aborted. A left atrial appendage (laa) closure procedure was being performed, and versacross connect laac access solution a was selected to be used. During the procedure the watchman trusteer access system (was) with the versa connect system and intracardiac echocardiography (ice) catheter were used in an attempt for transeptal puncture (tsp). Imaging was challenging, requiring multiple attempts to position on the septum. After about 45 minutes of trying to cross, a small right sided effusion was noted on ice around the right atrium and the right atrial appendage, prior to crossing the septum. A pericardiocentesis was performed, removing less than 300cc of blood, which was given back to the patient. Protamine was administered. The effusion stopped increasing after approximately 15 minutes. The patient was monitored overnight and the drain was removed. In the physician's opinion, the device/procedure contributed to the patient complication, as a perforation occurred prior to transseptal. The patient was discharged on (B)(6) 2026 and is fully recovered. The presumed cause of the pe was the sheath manipulation trying to reach the septum. The patient was not under warfarin nor antiplatelet drug at the time of the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred and procedure was aborted. A left atrial appendage (laa) closure procedure was being performed, and versacross connect laac access solution a was selected to be used. During the procedure the watchman trusteer access system (was) with the versa connect system and intracardiac echocardiography (ice) catheter were used in an attempt for transeptal puncture (tsp). Imaging was challenging, requiring multiple attempts to position on the septum. After about 45 minutes of trying to cross, a small right sided effusion was noted on ice around the right atrium and the right atrial appendage, prior to crossing the septum. A pericardiocentesis was performed, removing less than 300cc of blood, which was given back to the patient. Protamine was administered. The effusion stopped increasing after approximately 15 minutes. The patient was monitored overnight and the drain was removed. In the physician's opinion, the device/procedure contributed to the patient complication, as a perforation occurred prior to transseptal. The patient was discharged on 28-apr-2026 and is fully recovered. The presumed cause of the pe was the sheath manipulation trying to reach the septum. The patient was not under warfarin nor antiplatelet drug at the time of the event. It was futher reported that the versacross device was inside the patient body when patient complication begun. The versacross device (rf wire, dilator) did not caused issue or malfunctioned during the procedure. It was not certain which device caused the effusion (the versacross or the ice catheter). The patient was hemodynamically stable when complication noted. There was a perforation noted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information were completed but the information was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observations of pericardial effusion and cardiac perforation. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, cardiac trauma and additional intervention were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the cause not established conclusion code was selected based on the information provided within the event description. The IFU captures relevant information related to careful manipulation, tip positioning, and the relevant adverse events, while risk is captured for pericardial effusion, cardiac trauma and additional intervention. The device has not been returned for analysis, and the information within the event description suggests that the clinical event is anticipated in nature as per the versacross connect laac access solution hazard analysis.